Event description:
It was reported that during a routine clinic visit, this pacemaker was discovered to have stored two signal artifact monitor (sam) episodes and displayed a check atrial lead message. The health care professional (hcp) requested technical services (ts) for further assistance. Ts reviewed the presenting electrogram (egm) and noted the sam episodes appeared to have happened simultaneously and may have been due to oversensed noise on the right atrial (ra) lead. The hcp noted the ra lead was assessed in clinic, but results were unremarkable and suspected cause of the noise to be environmental electromagnetic interference (emi). The hcp will continue to monitor the patient. The product remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine clinic visit, this pacemaker was discovered to have stored two signal artifact monitor (sam) episodes and displayed a check atrial lead message. The health care professional (hcp) requested technical services (ts) for further assistance. Ts reviewed the presenting electrogram (egm) and noted the sam episodes appeared to have happened simultaneously and may have been due to oversensed noise on the right atrial (ra) lead. The hcp noted the ra lead was assessed in clinic but results were unremarkable. The product remains in service. No additional adverse patient effects were reported.